Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while resecting the bronchi in a laparoscopic lobectomy procedure, the surgeon was able to press the green button and squeeze the handle, but the device did not fire. Another device was opened to complete the case. There was no patient injury.